Event description:
It was reported that within five days of a new device implant, the patient was experiencing symptomatic pacemaker syndrome and presented to the emergency room (ER). The device was reprogrammed and remains in use. It was also noted that the patient has thyroid issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).